Event description:
Defect in empty sterilized 30 ml glass vial used (fk lot:6029810 exp: 11/30/2026) for tzield (teplizumab) dilution caused fluid leak during preparation and subsequent loss of dose. Dose was remade with new vial. This administration corresponds with 13th dose of 14 day course.